Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The device remains implanted, the instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use stated the following potential complications: complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant metal and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.